Event description:
It was reported that during remote follow-up, the patient presented with unspecified oversensing and inappropriate high voltage shock on their right ventricular lead which might caused by lead dislodgement. It was later confirmed via chest x-ray that the lead was dislodged. Programming changes were made to address the issue. There were no other patient consequences and the patient was in stable.

Event description:
It was reported that during remote follow-up, the patient presented with unspecified oversensing and inappropriate high voltage shock on their right ventricular lead which might caused by lead dislodgement. It was later confirmed via chest x-ray that the lead was dislodged. Programming changes were made to address the issue. There were no other patient consequences and the patient was in stable.